Event description:
It was reported that approximately 6 years and 7 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that the valve failed due to severe valve stenosis, and leaflet thickening was observed. Additionally, a high mean gradient was reported. Subsequently, a procedure was scheduled to address the failed valve. Additional information was received that prior to the valve implant into the native annulus, the mean gradient was 11 mmhg, ejection fraction was 50-55, and the velocity was 3.5. Severe central regurgitation and trivial paravalvular leak (pvl) were noted. The implant depth was 3.5 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). After the valve implant, the gradient was unknown. Replacement with a non-medtronic (sapien 3) transcatheter valve was attempted but it dislodged ventricularly. The patient was brought to open heart surgery for transcatheter aortic valve (tav) explant and surgical aortic valve replacement (savr).

Manufacturer narrative:
Updated: b2, b5, d6b, e1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 7 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that the valve failed due to severe valve stenosis and leaflet thickening. Additionally, a high mean gradient was reported. Subsequently, a procedure was scheduled to address the failed valve.